Event description:
Additional information was provided on 09dec2020 clarifying that the tubing of the device was cracked, not the hub. There was nothing attached to the top of the hub. No power injection was involved in this event. It is likely that a needleless connector was used but this cannot be confirmed at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information b5, h6 - device code. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation it was reported that a multi-lumen catheter from a turbo-ject® double lumen minocycline/rifampin power-injectable PICC (upicds-5.0-CT-nt-abrm-1111) cracked along the tubing. No power injection was involved. The patient came back to the facility to have the device replaced. Cook became aware of this event on 01dec2020 upon being notified by va salt lake city. The patient reportedly experienced no adverse effects as a result of this incident. A review of documentation including the complaint history, device history record, instructions for use (IFU), and quality control, as well as a visual inspection of the returned device, was conducted during the investigation. The proximal end of a used catheter extension tube was returned for evaluation. The extension tubing was cut a few centimeters distal to the hub. Visual inspection found that the tubing is cracked at the distal end of the hub, near where it meets the extension tube. The tubing at the hub joint appears to have been cut transversely or is nearly separated transversely. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient controls are in place to detect this failure mode prior to release. A review of the design history file (dhf) found that the risks associated with this device were acceptable when weighed against the benefits. A review of the device history record (DHR) was unable to be completed, as lot information was not provided. A review of the sales record to the user facility over three years prior showed ten potential lot numbers. No related nonconformances were noted from these lot numbers. It should be noted that there were no other complaints reported for these lot numbers. The information provided upon review of the dmr, IFU, DHR, dhf, and returned device suggests that the device was not manufactured out of specification, and that there are no nonconforming devices either in house or out in the field. The instructions for use (IFU) provides the following information related to the reported failure mode: "intended use the cook spectrum turbo-ject PICC is indicated for multiple injections of contrast media through a power injector. The maximum pressure limit setting for power injectors used with the spectrum turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated, as shown on the following table. Warnings the safe and effective use of spectrum turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. To safely use spectrum turbo-ject PICC lines with a power injector, the technician/health care professional must verify: the catheter lumen has ¿CT¿ on the hub to indicate the lumen is power injectable. Prior to use that the maximum pressure limit is set at or below 325 psi and that the maximum flow rate is at or below that which is listed on the catheter. Dynamic and static pressure test results are shown in the following table. How supplied upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, examination of the returned product, and the results of our investigation, a definitive root cause for the failure could not be established. Appropriate measure have been taken, as a CAPA is currently open to investigate this failure mode. The appropriate personnel have been notified. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter occupation: vascular access program coordinator. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the hub of a turbo-ject double lumen minocycline/rifampin power-injectable PICC was found to be cracked. The device was implanted in the patient in the (B)(6) on an unknown date. It is possible the patient was in the ICU but this is unconfirmed. The patient was then sent home. A hospice care employee then observed a cracked hub on the patient's catheter on an unknown date. The patient was sent back to the implant facility to have their device replaced with another of the same rpn. No portion of the device remains in the patient. Additional information has been requested regarding patient/event information but is currently unavailable.